Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding a patient who undergone spinal therapy with an indication of pseudarthrosis of l3. It was reported that during anterior vertebral body replacement procedure there was no problem when the cage was manually checked for extension after opening. When it was attempted to be jacked up after being inserted, it got caught and the set screw was loosened. It was jacked up without problems, the set screw was attempted to be temporarily jointed, but it couldn't. When it was removed and checked, the set screw was noted being come off. The implants were inserted after confirming that the set screw was loose and the core could move. Since the handle for lengthening after insertion was hard, the set screw was loosened further, and the lengthening became smooth, so it could be lengthened to any height. An attempt was made to temporarily fix the set screw, but it could not be fixed, so the implants were took out of the body, and checked, and it was found that the set screw had come off the core. The products could not be attached to the end cap. There was breakage of device and no fragments of the device remained in the patient's body. Therefore, a new product was opened and used. There was delay in surgery less than 60 minutes. No in-patient hospitalization, or prolongation of existing hospitalization necessary. No patient symptoms, or complications as a result of this event. No additional surgery, or treatment performed as a result of this event. Product used correctly according to the directions given in the IFU/labeling. No further complications were reported.

Manufacturer narrative:
H6: product analysis 436120c lot# ca19k123 visual and optical examination identified that it appears that the hex of the screw has been damaged and the threads appear to be cr oss-threaded. The metal deformation gives indication that the failure was the result of torsional overload and mis-alignment. Additional information: d9, g3, h3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.